Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, some fold creases and a wear abrasion. A weight test of the device was verified, and the device was within specifications. Cloudy, after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: creases/folding of implant condition was observed, nevertheless is not related to the manufacturing process.

Event description:
Device has been explanted. "Creases" were observed, during surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii. Device remains implanted.